Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler sureform 45, curved-tip was analyzed and found to have no failures. Based on log reviews, the instrument was found to have 1 engagement failure, error code 22020, roll hard stop failure. The engagement failure was not replicated during in-house testing. The instrument passed engagement 3 out of 3 times that it was installed on the in-house system with a cannula seal and an in-house drape installed. The instrument passed initialization, recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. No non-intuitive motion was observed during in-house testing. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a sureform green 45 reload. A visual inspection was performed, and no damage was observed. The complaint regarding inverted movement was not confirmed by failure analysis. The failure analysis found the secondary failure of torn wrist cover to be related to the customer reported complaint. Visual inspection was performed, and the instrument was found to have a torn wrist cover. The tear measured approximately 0.101" in length.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the non intuitive motion, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested the stapler 45 instrument for evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the stapler 45 instrument moved with unintuitive motion (moved in an unintended way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the stapler 45 instrument was accepted when installed but the movement was counter intuitive. When the stapler instrument was installed on to the other arm, same issue was occurring. After that, it was noted that the stapler instrument engagement was failing. Also, when it was installed, fine cut marks were noted on the black part of the wrist. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.